Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 82 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery because it was not delivering her proper insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be and reservoir will not be returned for analysis.